Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the main board was defective. Therefore, it is likely that the function did not operate properly due to a failure of the main board, and the phenomenon [front panel does not operate properly] and [front panel does not light up properly] occurred. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was returned to olympus(B)(4) but has not been returned to omsc.olympus (B)(4) checked the subject device for evaluation. It was found the receptacle unit failure of the subject device which caused the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(4), that it was found the image of the subject device was flickering with lines. The subject device had returned from the user because the buttons on the front panel of the subject device did not work. The occurrence date of the event is unknown. There was no patient injury associated with this report.